Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) machine during drain two of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing found during the troubleshooting that could have caused or contributed to the alarm. The technical service representative had the patient close the clamps and cycle the power on the hc device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.